Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempt to send an initial transmission with the implantable cardioverter defibrillator (ICD), the mobile monitoring application displayed a busy error. It was reported that the mobile monitoring application had repeated error code 625 was encountered during application setup on the mycarelink heart application. Multiple attempts to sign up were made, but errorcode 625 persisted even after removing and reinstalling the application and reassigning the device. Double check the device serial number and the same issue. The patient was referred to the clinic for further evaluation. The device remains in use. No patient complications have been reported as a result of this event.